Event description:
It was reported that the fiber broke two inches from the cap at 83,363 joules into a prostate procedure. Light was emitting out from the breakage point. The procedure was completed with a second fiber. No pt or end user injury was reported.